Event description:
It was reported that the ventricular lead exhibited high thresholds one day post implant and intermittent ventricular capture. The patient is dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.